Event description:
The model 106 generator is not commercially available; however, it is of equivalent interface to the commercially available model 105 generator. Review of manufacturing records showed that the lead and generator passed all functional tests prior to distribution.

Event description:
On (B)(4) 2013, it was reported that a surgeon encountered intraoperative difficulties removing the lead pin from the generator. The surgeon connected the electrodes to the vagus nerve. Before tunneling the lead, the surgeon chose to do a system diagnostic test. The system diagnostic test went well so the surgeon decided to remove the pin from the generator and tunnel the lead. The surgeon used the screwdriver, unscrewed the screw, and noticed that the lead pin didn't come out of the generator, despite the fact that the screw was completely unscrewed. The surgeon pulled at the lead. The pin remained inside the generator and the insolation stripped off the lead. The pin/lead could not be removed from the generator. Therefore, it was decided to implant the patient with another generator. The implantation continued without further complications. The lead and generator were returned on (B)(4) 2013 and are currently undergoing product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead and generator passed all functional tests prior to distribution. Previously submitted MDR indicated an incorrect initial reporter. This report is being submitted to correct this information.

Event description:
Generator and lead analysis was conducted. The reported allegation of ¿removal difficulties¿ was not duplicated in the pa laboratory. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench lead inserted completely past the negative connector block and was set and released with the returned setscrew. The bench test lead removed from the pulse generator header with no difficulties. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portion. The connector pin was returned inside the generator cavity. During the decontamination process, scratch marks were made to the connector pin while attempting to remove it from the generator cavity. During the visual analysis the connector boot / inner silicone tubes appeared to be torn in half approximately 3mm from the end of the 2nd o-ring (at the end of the connector ring). The white and green electrode ribbons appeared to be stretched and the helices misshaped; indicating the lead assembly had been attempted to be used. What appeared to be remnants of dried body fluids were observed on the ribbons and helices. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Based on the findings in the product analysis lab, despite the torn condition of the "as-received"; product, there is no evidence to suggest any device-related anomaly with the returned lead.